Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for normal follow up, externalized conductors were observed. The lead remains implanted. The patient will continue with routine follow-ups.